Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty to remove could not be determined. In this case, it is possible that either the patient¿s anatomical conditions or the guidewire¿s condition caused the reported difficulty to remove the imaging catheter; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6 - estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was performed in an unspecified artery. The dragonfly opstar imaging catheter got stuck with the guidewire and both device had to be removed together as a unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.